Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator graphic user interface (gui) display was blank. The patient was transferred to another ventilator. There was no patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).